Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the pulse generator, noise was observed. The noise was replicated with hand movements and pocket manipulation. Low impedance was also noted on the right atrial lead. The patient was stable and did not experience any adverse events. The patient would be monitored.